Event description:
Upon placement of a central catheter that had been therapeutically placedin a female patient, the catheter leaked. The device was successcully replaced and the complainant reported that there were no adverse affects on the patient as result of the reported problem.